Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output and could not be interrogated. It was noted that the device was expose to electrocautery. The device was explanted and replaced. No patient symptoms were reported and the patient was discharged.